Event description:
This complaint is now reportable based upon analysis completed on (B)(4) 2013. It was reported that during a percutaneous transluminal angioplasty, the device was unable to cross the lesion. The 90% stenosed target lesion was located in a calcified and severely tortuous unspecified vessel. The 2.0mm x 15mm quantum maverick mr balloon was unable to cross the target lesion. The procedure was completed with another device. No patient complications were reported and the patient condition is good. Returned product analysis revealed a longitudinal tear in the balloon wall.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: returned product consisted of a quantum maverick monorail (mr) balloon catheter. Microscopic inspection revealed a longitudinal tear in the balloon wall on the proximal end of the balloon 4mm in length. Further inspection of the device presented no other damage or irregularities that could have caused or contributed to the reported difficulty crossing. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).